Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had heat. The device was being used during surgery. The occurrence date is unk. No injury was reported to have occurred but it is unk if medical intervention occurred. There was no add'l info provided.